Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code of 550:320:658:0000. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation by quality engineering, the root cause was assigned to a defective user interface module printed circuit board.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92. Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 550:320:658:0000 was confirmed by baxter personnel during product evaluation. The root cause was not identified. The user interface module board was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.